Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The customer reported that the welding of the universal drill guide was broke in half. The repair technician reported that the guide on 1.5 side is broken. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Upon visual inspection, the universal drill guide was received separated from the housing case. The drill guide was broken off where the guide is welded to the housing case. The complaint is confirmed. Since the complaint condition involved a cracked weld, a relevant dimensional check could not be performed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The complaint is confirmed. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. While no definitive root cause could be determined it is possible that the complaint condition is the result of force applied on the device resulting in stresses beyond the failure limit during usage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 323.201, lot: 1845157, manufacturing site: hägendorf, release to warehouse date: 25.mar.2008. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is synthes sales consultant. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an open reduction internal fixation (orif) of the ankle procedure, the welding of the universal drill guide was broke in half. Another drill guide was used to complete the procedure. There were no fragments generated from the broken device. The procedure was successfully completed with no surgical delay. There were no patient consequences. This report is for one (1) 2.0mm universal drill guide. This report is for 1 of 1 for complaint (B)(4).